Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door not fully latched messages. The issue was caused by the door hooks, which led to excessive force being required to close the door. The door hooks were replaced.